Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 12cm distal to the is-1 connector pin. A proximal and a distal fragment were received for analysis. A medial fragment (approximately 3cm length) was probably not returned. An extraction aid was found in the distal fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, damages such as fractured conductor cables leading to the rv shock coil and ring electrode, as well as deformed shock coils, most likely occurred during the extraction procedure due to tensile stress. A further cut into the insulation was found 16cm proximal to the lead tip, which probably occurred during the surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The physician reported noise on this lead. The lead was explanted and replaced. Should additional information be received, this file will be updated.